Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that the system rebooted itself. The power cable was loose where it plugs into the isolation transformer. The biomed reseated the cable. The issue extended the surgical time by 3 min. There was no impact to the patient.